Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during rewind. Customer's blood glucose was unknown. Customer does not recall any significant events which may have led to the alarm nor was the device exposed to an MRI. Customer uses the sensor feature and was advised how to prevent false motor error alarms. Customer was unable to complete the rewind sequence. Customer was then advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.